Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "balloon would not unwrap after insertion". The customer has not been able to provide any additional information surrounding this event.

Event description:
It was reported "balloon would not unwrap after insertion". The customer has not been able to provide any additional information surrounding this event.

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed biohazard bag. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The bladder was mostly unwrapped but was noted wrapped near the distal tip. A bend to the iabc was noted at approximately 34.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway of the iabc. No sheath was returned with the iabc. The bladder thickness was measured at six points with measurements ranging from 0.0063in-0.0066in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed and pushback to the syringe was noted; the central lumen was likely blocked by dried blood. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. After the pumping was initiated, the iabc bladder was noted not fully inflating/unwrapping, and the appearance was consistent with being stuck near the distal tip. After pumping for approximately 20 minutes, the iabc bladder was noted fully inflated. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 80.2cm from the iabc distal tip. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire could not advance into the iabc luer; an immediate blockage was noted. No blood or debris was noted. The blockage was likely dried blood. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "balloon would not unwrap" is confirmed. During the investigation, the returned iabc bladder did not fully inflate. No leaks were detected during the leak test. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder not fully inflating. The probable root cause of the complaint is manufacturing related. A non-conformance has been initiated to further investigate the issue.